Event description:
Event description: per cnf, it was reported that: -event; adverse effect occurrence. Please indicate the details of the adverse patient effect observed.; oculomotor nerve palsy. Please indicate the details of the process leading up to the adverse event.; oculomotor nerve palsy was confirmed the day after the procedure. Please indicate the measures for the adverse event that occurred.; MRI scan was performed to check, and the situation will be monitored. Please indicate the condition of the patient after the treatment.; the situation will be monitored. What was the doctor's opinion on the cause of the adverse event? Unknown. It was said that it is unlikely to be caused by air and it was thought to be a thrombus. The symptoms were the same as the previous cerebral infarction that occurred at (B)(6) hospital. Was there a problem with the appearance or functionality of the device? No was there another catheter in the heart when the adverse event occurred?; beeat and ice (made by abbott) were in the cs. Was there any resistance while operating/removing the device? No is the case data available? No please indicate the size and name of the concomitant sheath.; radifocus introducer 9fr 25cm, radifocus introducer 6fr 10cm the MRI revealed a shade in the brain stem. According to the physician, the symptoms are mild and if there are no issues on the 15th, the patient will be discharged. Physician comments: patient outcome: patient injury infected: unknown generator/controller: yes, able to use the device farastar ablation catheter used: yes, unable to use the device farawave31[?] Other used: none device/procedure outcome: original device used, procedure completed. Patient outcome: f12: serious injury/ illness/ impairment. As reported device codes: 2099: no known device problem. As reported patient codes: 9270: thrombosis.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. The classification as reported is "no product defect: no product defect". At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "operational context" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · prior to use, all equipment to be used for the procedure should be carefully examined to verify proper function and integrity.

Event description:
Event description: per cnf, it was reported that: event; adverse effect occurrence. Please indicate the details of the adverse patient effect observed.; oculomotor nerve palsy please indicate the details of the process leading up to the adverse event.; oculomotor nerve palsy was confirmed the day after the procedure. Please indicate the measures for the adverse event that occurred.; MRI scan was performed to check, and the situation will be monitored. Please indicate the condition of the patient after the treatment.; the situation will be monitored. What was the doctor's opinion on the cause of the adverse event?; unknown. It was said that it is unlikely to be caused by air and it was thought to be a thrombus. The symptoms were the same as the previous cerebral infarction that occurred at (B)(6) hospital. Was there a problem with the appearance or functionality of the device?; no. Was there another catheter in the heart when the adverse event occurred?; beeat and ice (made by abbott) were in the cs. Was there any resistance while operating/removing the device?; no. Is the case data available?; no. Please indicate the size and name of the concomitant sheath.; radifocus introducer 9fr 25cm, radifocus introducer 6fr 10cm the MRI revealed a shade in the brain stem. According to the physician, the symptoms are mild and if there are no issues on the 15th, the patient will be discharged. Physician comments: patient outcome: patient injury. Infected: unknown. Generator/controller: yes, able to use the device farastar ablation catheter used: yes, unable to use the device farawave31[?] Other used: none. Device/procedure outcome: original device used,procedure completed. Patient outcome: f12: serious injury/ illness/ impairment. As reported device codes: 2099: no known device problem. As reported patient codes: 9270: thrombosis.